Event description:
Procedure type: unknown. Patient gender: unknown. According to the reporter: (B)(6) portion of cannula broken. No patient injury was reported. No additional information available at this time.

Manufacturer narrative:
(B)(4).